Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not made. The patient experienced no consequences.

Event description:
New information noted that the patient received an alert of elective replacement indication 10 jun 2020. The ICD was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Device not returned

Manufacturer narrative:
Analysis was normal. No anomalies were found.